Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9599749) was impeded in the proximal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31585161) and could not advance any further. The physician tried to retract the stent, but the stent could not be retracted. The physician removed the stent and the microcatheter together from the patient and replaced the stent with another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300); the microcatheter was also replaced. The procedure was completed and reportedly prolonged by about 10 minutes. There was no report of any negative patient impact. On 26-apr-2026, additional information was received. Per the information, the procedure was targeting the left anterior cerebral artery. There was resistance during the advancement of the stent when the stent was just passed the y-valve before the microcatheter. A continuous adequate flush was maintained through the microcatheter. The stent component was still on the delivery wire when it was removed from the patient. There was no damage noted on the stent / stent delivery system. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and the physician did not consider the reported 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9599749. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.